Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the fenestrated bipolar forceps had a broken black cable. The procedure was completed with no reported injury. On june 11, 2025, intuitive surgical (is) obtained the following additional information regarding this event: the black cable was loose (e.g., cable dislodged but still intact). The black cable was not fully broken (e.g., cable broken in half) and in addition the black insulation was not stripped or damaged. There was no loss of cautery associated with broken/loose cable. No signs of thermal damage at site of breakage were observed. The instrument did not collide with any other instrument or tool during the procedure. The instrument is available for return to is for evaluation.

Manufacturer narrative:
The instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.